Event description:
The reporter stated a 3-piece silicone lens model aq2010v was implanted and the haptic tore during insertion. The cause of the lens damage was unknown. The lens was implanted and removed without patient injury. An msi-tm injector and aq cartridge fp were used, but the lot numbers were unknown.